Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 600 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged, while wearing it on the leg. For treatment, the patient talked to a nurse, who advised her to check bg values, insulin intake and drink water. The pod was removed, a new pod was applied and the old pod was discarded.